Manufacturer narrative:
The device history records were reviewed, and the product met all specifications throughout the manufacturing process. The sterilization process met all validated parameters. Product was confirmed to not be expired when implanted which was the patient's initial concern and reason for contacting manufacturer and had > 1 year remaining shelf-life. The manufacturer was able to inform the patient that the product was used well within the shelf life. It remains inconclusive if the mesh caused or contributed to this adverse event but is being reported in abundance of caution.

Event description:
Patient reported the following: patient contacted the manufacturer regarding a breast revision surgery that was performed on (B)(6) 2020 using the galatea mesh to support sientra high profile gel silicone implants (475cc.). Post surgery the patient had repeated issues with an apparent seroma. The physician did not use drains at the surgical site; therefore he opened the incision several times to facilitate drainage and then would reclose the incision. At some point afterward, the patient required hospitalization due to an infection in her blood (cellulitis). (B)(6)- patient went to the physicians' office due to continued significant fluid accumulation. The physician again opened the incision and began to explant the mesh. The patient was requested to return to have the physician examine the incision. (B)(6)- patient was told by the physician that he had to remove the implants. The physician removed the implants and mesh. Thereafter, the patient stated that the physician contacted her to return to his office on (B)(6) for re-examination to ensure that all of the mesh was removed and the physician reopened the incision to remove the remaining mesh. Patient was able to provide the product information to the manufacturer.